Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and but became caught on the posterior leaflet. The clip was able to be freed from the leaflet. However, upon the clip being freed, the tension caused the clip to bump the interventricular septum, causing a heart block. For treatment, manual compression was performed to implant a temporary pacing wire. The clip was then implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy and unintended movement were due to procedural circumstances. The reported arrhythmia was a cascading effect of the reported unintended movement. The reported patient effect of arrhythmia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.